Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Standard wear was observed on the strike plate but the handle exhibits damage that points to possible misuse. The screw at the end of the instrument is fractured and remains in the end of the instrument. The fractured portion of the screw is lodged inside the returned cup. Device history record was reviewed and no discrepancies were found. The evidence of side impaction on the knurled portion indicates off-axis loading of the device. The handle is designed to be struck on the impaction surface and not the side on the knurled portion of the handle. When struck on the side of the handle it creates unintended loading conditions and increased the stress on the threads leading to stripped, fractured/sheared or deformed leading threads. Based on review of the returned device, it is likely that misuse of the device caused or contribute to the reported failure mode. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty, the inserter broke inside of the acetabular shell while being inserted. The fragment was unable to be removed from the shell in vivo or on the back table, so surgeon had to implant another implant. No further patient consequences were reported.

Manufacturer narrative:
Item # 00-8757-052-01, continuum shell with cluster holes, lot #63415614.

Event description:
It was reported that the inserter broke inside of the acetabular shell while being inserted. Fragment was unable to be removed from shell invivo or on back table so surgeon had to implant another implant.